Manufacturer narrative:
After further review MFR# 2916837-2021-00124 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while running patient samples with bd facsduet¿ sample prep the labeling of the ilt panel are inaccurate. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I would like to contact you to tell you about a marking dysfunction which seems to be repeating itself. Indeed, it happens on some patients prepared by the duet, that the labeling of the ilt panel is erroneous with systematically the same problems observed: absence of cd3- cells and increase in the proportion of double-negative cd3 + cells. Cd3 + marking in general strong. These problems are resolved after new assembly (the stretched aspect of ly tcd4 + is not systematic) fortunately, the vigilance of technicians and interns made it possible each time not to give erroneous results. Do you know what could be the cause of this malfunction?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while running patient samples with bd facsduet" sample prep the labeling of the ilt panel are inaccurate. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to contact you to tell you about a marking dysfunction which seems to be repeating itself. Indeed, it happens on some patients prepared by the duet, that the labeling of the ilt panel is erroneous with systematically the same problems observed: absence of cd3- cells and increase in the proportion of double-negative cd3 + cells. Cd3 + marking in general strong. These problems are resolved after new assembly (the stretched aspect of ly tcd4 + is not systematic) fortunately, the vigilance of technicians and interns made it possible each time not to give erroneous results. Do you know what could be the cause of this malfunction?